Event description:
The initial reporter complained of discrepant high results for 2 patient samples tested for lipase colorimetric assay (lipc) on a cobas c 303 analytical unit. Patient 1 initial result was 96.4 u/l. On (B)(6) 2025 the sample was repeated twice with results of 40.6 u/l and 41.0 u/l. On (B)(6) 2025 patient 2 initial result was 71.7 u/l. The repeat result was 30.7 u/l.

Manufacturer narrative:
The c303 analyzer serial number was (B)(6).

Manufacturer narrative:
Calibration was acceptable. The alarm trace data from 05-feb-2025 through 05-mar-2025 showed 101 abnormal aspiration alarms and 30 sample clot detection alarms. Based on the number of sample-related alarms, the investigation determined the event was consistent with a preanalytical handling issue. The investigation did not identify a product problem.